Manufacturer narrative:
Device evaluated by MFR? No. Device evaluation is not necessary because the reported event have been determined as not related to vns therapy.

Event description:
It was reported that a patient's generator and lead were explanted due to infection. It was later reported that the patient's infection began at some unknown point over the summer, and that it appeared to be a secondary infection. Device history record for the lead and generator were performed. The generator and lead were confirmed hp sterilized prior to distribution into the field. No additional information has been received to date.

Event description:
It was reported that the patient's infection was not related to vns. No additional information has been received to date.